Event description:
Device malfunction: none. Symptom/ae: surgical repair. Time of symptom: post procedure. It was reported that the trained physician performed an arteriotomy closure using a starclose device. After the procedure, the patient developed a cold arm. A vascular surgeon was called in, and discovered that the clip had penetrated the artery's anterior and posterior wall. The surgeon removed the clip and repaired the vessel. No additional information is available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case. The starclose device is indicated for closure in the common femoral artery. The procedure was performed in the brachial artery.